Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), on the cs300 intra-aortic balloon pump (iabp), it was discovered that the fusible link was corroded and damaged beyond use. There was no patient involvement.

Manufacturer narrative:
Additional point of contact name: (B)(6). E-mail: (B)(6). The getinge field service engineer (fse) encountered the reported issue during the preventative maintenance (pm) while replacing the batteries, it was discovered that the fusible link was corroded and damaged beyond use. To fix the issue, the fse replaced the fusible link and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.